Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2023-01893. Please refer to mfg report number 2249723-2023-01893 for all information for this complaint event. Please cancel 2249723-2023-01857 in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit began alarming for "sensor module failure". The unit will be exchanged and taken to biomed, there was no patient effects reported.